Event description:
Dealer alleges that the gb motors are coasting and chair is allegedly drifting back when on a ramp. Dealer also alleges that the tilt actuator motor is not holding and it allegedly sounds like the gears are stripping. No injury alleged.

Manufacturer narrative:
Quote #(B)(4) has been initiated for an RMA for this issue. Model tdx5 serial number/date code (B)(4) is approximately 5 years and 10 months old. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.